Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she had issues with both the pump and the sensor. The customer's blood glucose reading was also in 230 mg/dl. The customer was advised to not calibrate and start with a new calibration in the morning. The customer treated for the high readings. The customer will replace the set.